Manufacturer narrative:
Investigation summary: with all the information available, boston scientific confirmed a device malfunction due to the pump failed the activation test. Device history record (DHR): a DHR and ship history review cannot be performed as the lot numbers were not available. Device technical analysis: the ipp cylinders were visually inspected and leak tested. Cylinder 1 has a leak that was the result of sharp instrument damage consistent with explant damage; hole was present. Cylinder 1 was not pressure test due to leak was identified. Cylinder 2 was pressure tested and performed within specification; no leak was found. Both cylinders had wear at fold in cylinder body. The momentary squeeze pump was visually inspected and leak tested; no leaks were found. The pump was functionally tested and failed the 8lb. Activation test. Product analysis concluded these activation issues could affect the functionality of the pump. Investigation conclusion: based on this investigation, the investigation conclusion code of cause traced to component failure was chosen because the reported events could be traced to a component failure.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) revision surgery due to unknown reason. The device was explanted and returned for analysis. Analysis of the device identified a pump malfunction. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.